Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "when the user attempted to use the device, the cuff deflated. It seemed that air was leaking from somewhere of the cuff. Therefore, a new unit was used instead. The issue occurred before use on a patient."

Event description:
It was reported that: "when the user attempted to use the device, the cuff deflated. It seemed that air was leaking from somewhere of the cuff. Therefore, a new unit was used instead. The issue occurred before use on a patient.".

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported that: "complaint sample was returned and there is a disinfection tag available on the plastic packaging of the sample. The sample was subjected to deflation test and inflation test and each test was able to be performed on the sample. No issue with the sample. The DHR for the lot was reviewed and no abnormalities were found with the complaint lot. The complaint root cause was "no problem found on sample" as the testing performed on the sample returned found that the product is functioning as intended. No corrective or preventative action are required as "no problem found on sample" on the returned sample. The root cause of this complaint was identified as "no problem found on sample" since no issue was found with the returned sample and the product was functioning as intended including the cuff pilot valve (cpv), and no leaks were observed either on the cuff, join or cpv. It was noted that air would not enter the cuff when the cuff pilot was not properly connected to the syringe. Therefore, no escalation or further action is required." Teleflex will continue to monitor and trend on c omplaints of this nature.